Event description:
The customer alleged that an employee was unloading the sterilizer, bumped her hand into the railing clip and got white "powder" on it. She immediately rinsed her hand and suffered no burn. She did not seek medical care and did require the use of any drugs/additional care. The white area resolved almost immediately. She was not wearing gloves to unload the sterilizer. The asp medical safety officer discussed proper cleaning of the sterilizer and the use of gloves while unloading. The customer stated that they have adjusted their procedures to include cleaning of the railings/clips and use of gloves. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse performed all diagnostic tests on the unit, everything is in spec. The fse ran an empty cycle then opened the chamber and detected no odor. Conclusion code: other: a user guide update was conducted based on user reports, about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization, and subsequent light colored residue on these devices after sterilization.